Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the on/off switch and power controller pcb. Also wires in the power cord were tightened. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had third party service remove the power on/off switch. System would not turn on.